Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient was unable to use sensor because when he pulled the applicator out the wire was on the applicator.